Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report inaccurate cgm readings. Pt had become unconscious due to a hypoglycemic episode while operating her vehicle and got into an accident. Pt reports that cgm did not alert her of extreme lows. Paramedics were called to accident site and brought pt's bg back up from 38 mg/dl when, 30 minutes earlier, before entering her vehicle, pt noted that cgm was reading 156 mg/dl. Paramedics drove pt to hosp but pt did not sustain any injuries from crash and therefore was able to discharge herself out of the hosp.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.